Event description:
A user facility reported that the evis lucera bronchofibervideoscope button does not work and scratches on the lens were observed. During a standard service inspection of the customer returned device, the coat of the ig serpentine tube was peeled off. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, the coat of the ig serpentine tube was peeled off (1mm2 or more). In addition, angle wire longer than normal, broken control section, buckling/deformation of the channel, deterioration or breakage of the adhesive, dirty / abnormality of the ig bundle, and perforation caused by endotherapy accessories were observed. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch (MFR# 8010047 2022 06558). The aware date should be 21-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. The coating on the insertion tube had peeled. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. The investigation did not establish a definitive root cause for the reported device issue. However, it was probable that the problem resulted from stress forces during operation, handling, or other external factors. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.